Event description:
It was reported the pt's intrathecal drug delivery catheter had dislodged. An x-ray was performed which confirmed the catheter was out of the intrathecal space. The pt was scheduled for catheter replacement/revision the following week. Add'l info has been requested from the health care provider, but was not available as of the date of this report.

Manufacturer narrative:
Results - used for catheter.